Event description:
Rptr's implant hardened and had to be removed. A hematoma was found beneath the hardened implant. In 1989, rptr had a stroke and believes there is a correlation between the bleeding underneath the implant and the stroke occurrence.